Manufacturer narrative:
Evaluation of the returned cat7 revealed that the introducer was on the catheter shaft and the device was fractured, and the complaint was confirmed. The probable cause of the reported complaint was likely due to a kink in the catheter shaft. If the cat7 was forcefully mishandled during use, damage such as a kink may occur. Further manipulation of the kinked device may worsen to a fracture. The kink in the catheter shaft prior to the fracture may have contributed to the introducer becoming stuck on the catheter shaft. Further evaluation revealed ovalization on the catheter shaft. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac artery using an indigo system aspiration catheter 7 (cat7). During the procedure, after introducing the cat7 into the sheath, the physician tried to push the introducer back on the cat7; however, the introducer became stuck on the cat7. The physician removed the cat7 out of the patient and then tried to remove the introducer again; however, it remained stuck. The technician then tried to pull the introducer out and during this attempt the cat7 broke on the back table. Therefore, the cat7 was not used in the procedure. The procedure was completed using a new cat8. There was no report of an adverse effect to the patient.